Event description:
Medwatch #mw5170290 was received and report as follows: "during placement of lumbar drain catheter, the catheter broke inside the patient lower back. The attending surgeon verified and confirmed that the catheter was retained. About 4 inches of the catheter was retained."

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Updated field: d4, d9, g3, g6, h2, h3, h4, h11. The hermetic lumbar catheter (nl8508330) was not returned and no photos were provided; therefore, an evaluation of the device could not be performed. The device history record (DHR) of finished goods lot #7496048 was reviewed and no anomaly was observed during its manufacturing, packaging, and inspection processes that could be related to the reported condition. The unit was not returned for evaluation; hence, a root cause determination is not possible. However, a possible root cause for catheter breakage may be related to the technique used during catheter implantation. If during insertion the catheter is pulled back through the tuohy (e.g., for repositioning purposes), it may be damaged or transected. As per product IFU: ¿to avoid possible transection of the lumbar catheter, the catheter should never be withdrawn through the tuohy needle. If the catheter needs to be withdrawn, the touhy needle and catheter (with guide wire if used) must be removed simultaneously. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.